Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported the device was removed 6 weeks after implant as it did not work and "caused more problems." Issues were discovered 4 weeks after implant, noting worsening low back pain, sciatic pain, and leg numbness which resulted in a fall down the steps. Settings were changed and the healthcare provider suggested removal. Regarding the "device not working," the patient clarified it was just that the device did not work for them as all they reacted to was the worsening of pain and leg symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.